Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that the patient experienced a cerebral vascular accident during the procedure. No further information was provided.

Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred during procedure in (B)(6) 2022. D6a. Implant date: implant estimated as implant was reported to have occurred in (B)(6) 2022.